Event description:
Ep-1 and powermax elite were just used for a couple of seconds and were then being put on the arm of the patient. After that the surgeon used the arthrocare quantum for about 10 minutes. The assistant wanted to take the powermax elite after the use of the arthrocare quantum but he let it drop, because it was too hot. After the surgery the patient had a burn in the region of the biceps muscle.

Manufacturer narrative:
Complaint of overheating could not be reproduced. Hand pieced passed functional testing and was ran at high (10,000 rpms) during testing. Control unit was tested for 48 hours with constant power applied. Unit was tested at 90 to 240 volts input to power supply. At no time during testing did hand piece overheat. No problem found. (B)(4).